Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm approximately 24 months ago. Vessel morphology described as: aortic neck proximal diameter was 20mm and length of 26mm; distal non-aneurysmal neck was 24mm. Left iliac diameter was 12-14mm. Right femoral diameter was 13mm and left femoral 12mm. Follow up CT on two months post stent graft implant indicated aneurysm size was 49mm. CT on six months post stent graft implant indicated aneurysm size was 53mm and a type ii endoleak was observed. On 11 months post stent graft implant CT scan indicated aneurysm diameter as 53mm with type iib endoleak from ima and lumbar artery. The CT 19 months post stent graft implant revealed that the aneurysm grew to 56mm on CT with type ii endoleak from sacral artery. A follow up CT scan on 23 months post stent graft implant indicated aneurysm diameter was 59mm due to unknown endoleak. No further info was provided. The type ii endoleaks were not corrected. The patient is being monitored by the physician. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (leak); patient's condition affected effectiveness of device (type ii endoleak). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).